Event description:
A customer reported that the pump became hot to touch while it was charging using tandem supplies. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.